Event description:
It was reported that a dexcom g7 sensor initially worked and then stopped, and a replacement sensor failed to pair to the ilet, after which toggling the g6/g7 setting initiated a warmup and the user was advised to follow up if the issue persisted. Symptoms included no glucose data available to the ilet due to sensor pairing failure. Outcomes included temporary interruption of cgm data for automated insulin dosing and user contact with technical support. Investigation included user troubleshooting and education focused on device settings and cgm pairing steps. Investigation of this case revealed a pairing failure between the cgm sensor and the ilet with subsequent warmup after settings adjustment. It was concluded that the event involved a communication or pairing issue between the dexcom g7 sensor and the ilet without clinical injury.